Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a colectomy being performed to treat diverticulitis, an air leak was detected and corrected with a suture. Additional information has been requested but not yet received.